Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power. After an evaluation of the electronic patient records, it was observed that there were some low battery messages; however the link between the low battery messages and the reported loss of power has not been established through investigation. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported failure could not be conclusively determined.

Event description:
The customer reported that during a patient event where they were only being monitored, the device lost power three times. The customer did not provide any additional details on the patient event. There was no adverse outcome to the patient reported as a result of the reported failure.